Event description:
Proventil mdi did not function properly. Medication would release after the canister was pressed. Pt check to see if valve was clogged or for other objects obstructing medication passage. None noted. Dose: 2 puffs every 4 hours. Dates of use: (B)(6) 2011. Diagnosis or reason for use: asthma - shortness of breath. Second canister pt brought back to pharmacy as defective.